Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the ventilator graphical user interface (gui) display became inoperable. There was no patient involvement.